Event description:
Pt alleges, "I am a female person who was approx 30 years old when I had two silicone implants implanted in my breast area. Because of pain (I have also been extremely tired) I was sent for an MRI and have found that my left breast implant has ruptured. As they did not do a right breast MRI, we are not sure about that breast. I have been told that because of capsuling, the silicone is still probably in my breast area." Rptr further states, "again, as my implants have ruptured, I must do something immediately." Ref medwatch 1009660.